Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
(B)(4).

Event description:
Failed pressure cal; pressure sensor- failed calibration, case rear-cracked, barrel clamp assembly-cracked, syringe top disk, holder- cracked, iui- isolation rib damage, carriage assembly- ttf00017 gap check passed and logic board- watchdog; there was no patient involvement. (B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).